Event description:
It was reported that the device will power on; however, it will intermittently display a white screen, indicating a potentially critical failure. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio control evaluated the device and verified the intermittent reported failure. The user interface pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.